Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus that would have contributed to the reported low flow alarms confirmed in the submitted log files, as well as to the reported elevated pump power. A specific cause for this thrombus could not be determined; however it was reported that the patient was heparin-induced thrombocytopenia positive (hit+). The retrieved lvad event log file, which contained data from (B)(6) 2021, showed multiple pump resets throughout the file, as well as flags associated with high device temperature, increased rotor noise, increased rotor displacement, and high/out of range pump current and voltage. Flow also varied throughout the file, decreasing to zero when the pump was off and increasing to high values when the pump was on. (B)(6) was returned assembled, with the pump cable severed approximately 21.5¿ from the pump housing. The distal portion of the pump cable was not returned, but the modular cable was returned. The outflow graft and outflow graft bend relief were not returned. The apical cuff was also not returned. The pump cover was properly secured to the motor housing. Upon disassembly of the device, a spongy, dark red deposition was noted within the rotor that occluded the rotor eye and vanes. The exact origin of this deposition could not be conclusively determined through this evaluation; however, it could have contributed to the noted flow fluctuations and pump resets, as well as the increase in pump current, temperature, rotor noise, and displacement. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: examination of the pump's rotor and rotor well found minor scratches parallel to the rotor¿s movement. These scratches are consistent with the resets captured in the extracted lvad event log file that appear associated with the confirmed thrombus. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow and power. It also lists the adverse events that may be associated with the use of the hm3 lvas, including device thrombosis. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the initial implant the patient was on extracorporeal membrane oxygenation (ECMO) support, not anticoagulated and with left ventricle thrombus present. The heartmate 3 was placed off bypass. Upon initial startup of the heartmate 3, the speed was increased to 4000 rpms. There was no flow through the outflow graft and the pump power continued to increase. It was suspected that there was thrombus ingestion. The patient was placed on bypass and a new heartmate 3 was prepped and placed. The new pump functioned as intended. The original pump was removed and thrombus presence was confirmed.